Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis (dka), with a blood glucose of 531 mg/dl. The customer stated that she had gone to the hospital on (B)(6), and was sent home a couple of days later. The customer began vomiting at home, and went right back to the hospital. The customer experienced vomiting and stomach aches. The customer stated that she felt very uncomfortable using this insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the unit had a cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube and scratched lcd window.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the unit had a cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube and scratched lcd window.